Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 06c19-35 that has a similar product distributed in the us, list number 06c19, with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On hold for r.t 10.30 the customer reported a falsely decreased architect toxo igg result for a 28-year-old pregnant female patient. The following data was provided (customer provided reference range: > or = to 3.0 iu/ml is reactive): on (B)(6) 2025, sid (B)(6): initial result = 0.8 iu/ml. Additional laboratory data was provided: toxo igm = 0.12 iu/ml. A new sample was collected: on (B)(6) 2025, sid (B)(6): initial result = 11.50 iu/ml. Additional laboratory data was provided: toxo igm = 0.10 iu/ml. The initial sample (B)(6) was repeated on a different instrument = 11.10 iu/ml. Additional laboratory data was provided: toxo igm = 0.10 iu/ml. No impact to patient management was reported.

Event description:
The customer reported a falsely decreased architect toxo igg result for a 28-year-old pregnant female patient. The following data was provided (customer provided reference range: > or = to 3.0 iu/ml is reactive): on (B)(6) 2025, sid (B)(6): initial result = 0.8 iu/ml. Additional laboratory data was provided: toxo igm = 0.12 iu/ml. A new sample was collected: on (B)(6) 2025, sid (B)(6): initial result = 11.50 iu/ml, additional laboratory data was provided: toxo igm = 0.10 iu/ml, the initial sample (sid (B)(6) was repeated on a different instrument = 11.10 iu/ml, additional laboratory data was provided: toxo igm = 0.10 iu/ml . No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot 76588be00 performs as expected for this product. A review of tracking and trending for the architect toxo igg assay did not identify any related trends. A review of the device history record did not identify any non-conformances, potential non-conformance or deviations with the complaint lot and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls and the p35 panel met specifications and no false reactive results were obtained, indicating that the lot performs as expected. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect toxo igg reagent, lot number 76588be00.